Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient's device was interrogated, noise and low impedance was noted on the right ventricular (rv) lead. No noise noted during isometrics. Programming changes were made. The patient was not dependent and stable.